Event description:
The user facility reported a 56-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had the impella 5.5 pump placed for escalation from the impella cp. The impella 5.5 pump had been supporting for over three days when there was an observation made of hemorrhagic bleed/cva. The pump remained on for support and the patient was successfully weaned the following day.

Manufacturer narrative:
The investigation into the reported "stroke/cva" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿